Event description:
A malfunction was reported with code malf 12, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which the customer followed, resolving the issue without a recurrence. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the customer understood.